Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced erosion, infection, urinary problems, recurrence and vaginal scarring. It was also reported that the plaintiff experienced persistent leakage, pelvic pain, dyspareunia, friable vulvar tissue, dysuria and "may have had mesh extrusion". The plaintiff underwent a mesh removal due to stress urinary incontinence and dyspareunia. The device was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.